Event description:
Icast stent slid off of balloon. Physician tried to get it back using several devices but could not. Had to place and deploy it distally to intended area. Angioplastied intended place instead. Physician states this has happened before with him and partners. He says the cloth material can get stuck/hung up on calcifications or previous stent struts.

Manufacturer narrative:
A review of the device history records, including the crimping process, indicated that the icast device was processed and inspected according to specifications and no non-conformities were found. Atrium medical's quality control department inspects 20% of each production lot produced to include passage of the device through the appropriate size introducer in order to assess that the crimping process has properly secured the stent to the balloon. Device was not returned, therefore, an evaluation was not performed and no conclusion can be drawn. A follow-up report will be submitted upon receipt or any relevant additional information that is obtained.